Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2014-05306 & 2134265-2014-05294. It was reported that during a percutaneous coronary intervention procedure, the patient expired. The target lesion was located in the circumflex artery (cx). A 4.00x28mm, 20 x 2.50mm and a 3.50x38mm promus premier¿ stents were successfully deployed in the cx artery, using standard cto wire techniques and balloon angioplasty. The patient became unstable and medical therapy was given per protocol, a temporary pacer was inserted through the vein. Medical therapy was again given per protocol, CPR was administered and then a lucas device was placed on the patient. The patient was intubated, defibrillation was administered and the patient v-fib was reversed back to normal sinus rhythm. A balloon pump was inserted. It is uncertain what the cause of death is at this time. There was approximately three and a half hours between the start of the procedure and time that the patient expired.